Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 18-mar-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he went to the doctor regarding the initial meter and ongoing issues with his blood sugar and the doctor put him on a continuous monitor. Customer stated he did not use the replacement product. He got the continuous monitor and is now using that instead of the true metrix. When asked for date of the doctor visit the customer disconnected the call; no further information was able to be obtained.

Event description:
Consumer reported complaint for error message (e-3). The customer feels well and did not report any symptoms. On (B)(6) 2026 customer stated he was not feeling well, he was vomiting and felt his blood glucose was high. Customer stated he tested his blood glucose with the true metrix and obtained a result of 230 mg/dl (did not disclose if fasting or non-fasting) and went to the ER due to the symptoms. Customer stated he was tested there with their meter, and the result was 510 mg/dl (not disclosed if fasting or non-fasting). The customer did not recall how long between when he tested with the true metrix and the test done at the ER. The diagnosis was high blood glucose and customer was given a shot. During the call, a back-to-back blood test was not performed by the customer; the meter immediately got to e-3 with clean test strip. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/17/2026 and per the customer the open vial date is 1 month ago.